Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). No problems or issues were identified during the device history record review. Six samples were received in used conditions without their original packaging, decontaminated inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. During the functional testing, the samples were fully primed and connected without difficulty. The pump was set running and no alarms were activated. The complaint was not confirmed. The root cause was unable to be determined. No actions taken were performed since the complaint was not confirmed.

Event description:
It was reported, that a cassette connected to a pump after filling alarmed with no error message. No patient injury was reported. Event occurred before use with patient.